Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 322, caused by loose upper latch switch bracket screws. The upper auxiliary assembly (including the loose screws) was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had system error 322 alarms in the history log. It was also reported that there was no patient involvement, as the issue was found during preventative maintenance.